Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling extremely ill. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, route and frequencies were not reported) for peritonitis. Eight days after the onset, the patient was discharged from the hospital. Fifteen days after the onset, the treatment was discontinued and the patient was reported to have recovered from peritonitis. Action taken with pd therapy was not reported. No additional information is available.